Manufacturer narrative:
The field complaint of incorrect measurement was not confirmed. The pacer was received in normal working conditions with battery voltage at eri. Cautery and tool marks were noted on pacer. Electrical and mechanical analysis was performed and indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, overestimation of device longevity was observed on the pacemaker at a previous follow-up and the physician alleged a malfunction. The event was resolved by explanting and replacing the device due to normal elective replacement indicator (eri) level. The patient was in stable condition and experienced no consequences.